Event description:
It was reported that the inflatable penile prosthesis (ipp) was revised because the tubing was close to the shaft of the patient's penis causing irritation beginning (B)(6) 2018. The patient's pump was exposed, the redundant tubing was resected off of the shaft of the penis and taken out and a new window connector was used. The implant functioned as designed without any other issues.